Event description:
It was reported to medtronic minimed that the customer reported crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed it was reported location of the damage is at the battery compartment. No harm requiring medical intervention was reported. Product mmt-1885l was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. The pump was cut open to perform visual inspection and moisture damage on the pcba 1, pcba 2, force sensor, and motor were found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube), cracked case - display window cover, label damage (stained). Blank display was confirmed during analysis due to moisture damage on the pcba 1 and pcba 2. Exposed to moisture confirmed on the pcba 1, pcba 2, motor and force sensor. Cosmetic damage was confirmed at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.